Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose (bg) was "high" (specific value was not provided. Customer gave a correction bolus via the pump to address bg level. Reportedly, customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.